Manufacturer narrative:
The manufacturer received the devices, investigation is ongoing. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmore stem) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4). Investigation ongoing.

Event description:
It was reported that the patient was implanted a revitan prox. Cylindrical 65 on (B)(6) 2008. On (B)(6) 2015 the patient started to experience pain. It was found that the revitan implant was broken. It has now been reported that the patient was revised on (B)(6) 2015.